Manufacturer narrative:
H.6. Investigation: customer reported an issue on a bd bactec fx top instrument (p/n 441385, s/n (B)(6) ). Customer indicated about the false positives and drawer a and rack a and b are offline. No erroneous results were reported to doctors, and patients were not impacted. The field service engineer (fse) was dispatched and replaced (#pn 444531 - bactec fx rack assy spare) in 8 racks of the instrument. The instrument is deemed functional and handed over to the customer for use. This is a confirmed failure of the bd product. Review of the device history record is not needed due to the age of the instrument. Service history record review revealed a previous complaint for false positive issue i.e., where the root cause was unable to be determined. Bd quality did not receive any returned parts or instrument for investigation. The root cause was rack failure. Bd initiated CAPA#1233452 to address these failures. No new risks or hazards. No new trends after taking the unconfirmed complaints into account. Bd quality will continue to closely monitor for trends associated with this failure. H3 other text : see h.10.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were obtained by the laboratory personnel. A subculture was used to confirm the results as false positives. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: "I had reached out to the customer and was told when they get a positive test, there sun cultured to verify before reporting to a physician. Therefore, nothing was ever reported and no patients were affected. Subcultured. "

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were obtained by the laboratory personnel. A subculture was used to confirm the results as false positives. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: "I had reached out to the customer and was told when they get a positive test, there sun cultured to verify before reporting to a physician. Therefore, nothing was ever reported and no patients were affected. Subcultured."